Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-00070. It was reported the pt's (B)(6), extension has disconnected from the ipg header. Surgical intervention was undertaken on (B)(6) 2014 with the intent of restoring the connection; however, further interrogation revealed a break in the extension and an exposed wire. The procedure was completed by tethering the exposed wire and reinserting the extensions into the ipg. The pt currently has stimulation, but the relief is reportedly not optimal. A subsequent surgical procedure will be undertaken at a later date to address this issue. Although requested, the device information for the pt's ipg has not been provided.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.